Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the glidescope spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable and confirmed the reported image issue. When connecting the customer's glidescope spectrum smart cable to both a known, good, test gvm monitor and test video baton 2.0, the image would cut out when the smart cable was manipulated near the hdmi connector. The verathon technical service representative observed the cable's hdmi connector pins were corroded. The camera image quality test was performed and failed. Upon completion of the evaluation the customer's glidescope spectrum smart cable was scrapped due to the customer already being provided a replacement, and there being no repairs available for the glidescope spectrum smart cable. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using hospital-grade clean air." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the cable.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear when the cable was flexed at a certain point. The procedure was completed using another glidescope system, which was made available in an unspecified amount of time. No harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the glidescope spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable and confirmed the reported image issue. When connecting the customer's glidescope spectrum smart cable to both a known, good, test gvm monitor and test video baton 2.0, the image would cut out when the smart cable was manipulated near the hdmi connector. The verathon technical service representative observed the cable's hdmi connector pins were corroded. The camera image quality test was performed and failed. Upon completion of the evaluation the customer's glidescope spectrum smart cable was scrapped due to the customer already being provided a replacement, and there being no repairs available for the glidescope spectrum smart cable. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using hospital-grade clean air." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the cable.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear when the cable was flexed at a certain point. The procedure was completed using another glidescope system, which was made available in an unspecified amount of time. No harm to the patient or user was reported.